Manufacturer narrative:
Patient's date of birth: (B)(6) 1949. Patient's sex: female. Device evaluation: complaint device was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut by the center in two portions. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to lens removal or explant process. The reported issue as could not be verified.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the results of the investigation there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model ar40e, was performed because the patient complained of poor distance vision. The replacement lens was a model zcb00. Patient is fine. No further information was provided.